Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pegasus IV catheter experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: the nurse used the pegasus indwelling needle and found that the package was not clean and there was foreign matter in the heparin cap without opening the package.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-apr-2023 . A device history review was conducted for lot number 2327226. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a sample was submitted for evaluation, the material was not sufficiently large enough to subject to compositional testing. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that 2 bd pegasus IV catheter experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: the nurse used the pegasus indwelling needle and found that the package was not clean and there was foreign matter in the heparin cap without opening the package.